Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon experienced constant leaks from the 511h at the umbilicus in two trocars consecutively. Both leaks occurred in some place. The rep was unable to get the second trocar. They remedied the leak on the second trocar with a seal. There was no consequence to the pt.